Event description:
Patient bit down on thermometer and subsequently inhaled the temperature probe cover and the top of the metal temperature probe itself. X-rays revealed the particles to be lodged in the right bronchus, and the trachea. Patient was transferred to the ICU, where the particles were removed.